Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the implantable cardioverter defibrillator (ICD) had a connector port issue. Initially, the lead had been connected to the incorrect port, due to miscommunication, and when the lead was connected to the correct port and the lead impedance was being checked via wireless telemetry, noise was observed. The device was not used and another was implanted. No patient complications have been reported as a result of this event.